Event description:
Meter would not power on for the past two weeks. The patient did not experience any symptoms during that time. Patient contacted patient's physician for assistance and was advised to contact lifescan for a replacement meter. The battery was replaced less than a year ago and the condition of the battery contacts was good. The patient was using the correct test strip. When the patient tried pressing the power button, the meter would not power on. Customer service was unable to resolve the issue.